Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient stated his ins will not charge above 60%. When the patient is charging the ins it is only getting to 60% and then the controller stops the charge and shows finish. The patient stated when charging he is getting excellent charging. While on the call, the patient was currently charging. The patient stated the ins is showing 40% charge and the controller is showing 60% charged. When the ins got to 60% the controller showed finished. The patient tried to restart the charging session and the controller showed it was charging for about 5 second and then shows finished and the battery level on the controller dropped to 50%. The caller indicated the controller found the ins and is charging at excellent recharge quality. The patient then stated when he gets finished on the screen he is usually checking the ins charge level. The patient stated he then tried to continue charging the ins and the ins will charge for about 10 second then go to finish. The patient is going to try charging the controller to 100% and then try charging. No further complications were reported. No patient symptoms were reported.